Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included nickel sensitivity, depression, anxiety, multi gravida (total number of pregnancies: 5), parity 3 (total number of live births: 3) and recurrent abortion (2 miscarriages). Concomitant products included sertraline hydrochloride (zoloft) for depression and anxiety as well as fentanyl citrate (narco). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("pain extreme lower back pain"), pain in extremity ("leg pain") and adnexa uteri pain ("sharp stabbing pain in fallopian tube"). In 2010, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)/extreme cramping"), alopecia ("hair loss/hair shed usaually large amount , hair became stringy") and vaginal discharge ("vaginal discharge unusual discharge randomaly grayish"). In 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: change in mood up and down happy then crying confused never content"), tremor ("neurological conditions or problems type: shaking"), muscle twitching ("neurological conditions or problems type: twitching,") and dyskinesia ("neurological conditions or problems type: body jerks,"). In march 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss/weight gain / loss specify which one: weight loss"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dizziness ("dizziness"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, nausea, dizziness, menorrhagia, dysmenorrhoea, hot flush, vaginal discharge, night sweats, mood swings, allergy to metals, vulvovaginal mycotic infection, tremor, muscle twitching, dyskinesia and pain in extremity outcome was unknown, the depression, anxiety, back pain and adnexa uteri pain was resolving and the weight decreased, vaginal haemorrhage and alopecia had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, depression, dizziness, dyskinesia, dysmenorrhoea, fatigue, hot flush, menorrhagia, mood swings, muscle twitching, nausea, night sweats, pain in extremity, pelvic pain, tremor, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet received: events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), hair loss, hormonal changes describe: change in mood up and down happy then crying confused never content, hot flashes, night sweats, infection (bladder/ urinary tract/vaginal) type: vaginal,eurological conditions or problems type: shaking, twitching, body jerks, nickel allergy, pain: leg, fallopian tube pain lower back pain, vaginal discharge, did not underwent essure confirmation test were added. Medical history, concomitant and treatment drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included nickel sensitivity, depression, anxiety, multi gravida (total number of pregnancies: 5), parity 3 (total number of live births: 3), recurrent abortion (2 miscarriages) and back muscle spasms. Concurrent conditions included yeast infection, swelling, bacterial vaginosis, pap smear, acne, pain head, cramp legs, paratubal cyst, penicillin allergy (penicillin allergy.) And emotional lability. Concomitant products included sertraline hydrochloride (zoloft) for depression and anxiety as well as fentanyl citrate (narco). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("pain extreme lower back pain"), pain in extremity ("leg pain") and adnexa uteri pain ("sharp stabbing pain in fallopian tube"). In 2010, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)/extreme cramping"), alopecia ("hair loss/hair shed usaually large amount , hair became stringy") and vaginal discharge ("vaginal discharge unusual discharge randomaly grayish"). In 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: change in mood up and down happy then crying confused never content"), tremor ("neurological conditions or problems type: shaking"), muscle twitching ("neurological conditions or problems type: twitching,") and dyskinesia ("neurological conditions or problems type: body jerks,"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss/weight gain / loss specify which one: weight loss"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dizziness ("dizziness"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, nausea, dizziness, menorrhagia, dysmenorrhoea, hot flush, vaginal discharge, night sweats, mood swings, allergy to metals, vulvovaginal mycotic infection, tremor, muscle twitching, dyskinesia and pain in extremity outcome was unknown, the depression, anxiety, back pain and adnexa uteri pain was resolving and the weight decreased, vaginal haemorrhage and alopecia had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, depression, dizziness, dyskinesia, dysmenorrhoea, fatigue, hot flush, menorrhagia, mood swings, muscle twitching, nausea, night sweats, pain in extremity, pelvic pain, tremor, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, hair loss, night sweat, back pain, hot flashes, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue"), nausea ("nausea"), anxiety ("anxiety"), dizziness ("dizziness") and weight decreased ("weight loss"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, fatigue, nausea, anxiety, dizziness and weight decreased outcome was unknown. The reporter considered anxiety, depression, dizziness, fatigue, nausea, pelvic pain and weight decreased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.